Event description:
Patient had an allergic response on face to multi cure glass lonomer band cement. Red splotches and swelling appeared on pt's cheek where a drop of the cement has been smeared inadvertently. Pt went to the hospital emergency room (ER) where the ER physician gave pt a cortisone shot and a topical cortisone cream. (Patient reported that pt went to a hospital emergency room because pt did not have a family doctor.) Pt followed up the ER visit with a dermatologist who diagnosed the reaction as contact dermatitis and gave pt a prescription for a topical cortisone cream. Pt reported approximately two weeks later that the pt's face had completely cleared.